Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, significant reduction of iridocorneal angle and significant shallowing of anterior chamber. Reportedly, medication was prescribed. Due to excessive vault, elevated iop, significant reduction of iridocorneal angle and significant shallowing of anterior chamber the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as patient related. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)